Event description:
It was reported that an implantable cardiac monitor displayed error message. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.